Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported extended high ppeak (peak pressure) and circuit occlusion alarms while using the avea ventilator. The customer reported calibrating the expiratory transducers, but the issue unresolved. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received gde (gas delivery engine) assembly and inspected the gde externally with no anomalies found. The carefusion fa rep installed gde on to avea test station and powered in to user mod. The carefusion fa rep reported circuit occlusion and ext (extended high ppeak (peak pressure) alarms. The carefusion fa rep reported determined the root cause to be the expiratory pressure transducer and inspiratory pressure transducer located in the tca (transducer/communication/alarm) assembly. The shift and railed down a/d (analog/digital) counts is the contribution to circuit occlusion and ext high ppeak alarms. This is a known issue and has been corrected internally.